Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on multiple patients who had a watchman flx laa closure device implanted. During a post-implant follow-up computed tomography (CT) scan, thrombus was noted. No additional information is known at this time.